Manufacturer narrative:
This report has been identified as b. Braun (B)(4) internal report (B)(4). The received sample was subjected to a visual and functional examination. The sample showed signs of a fall damage. Two pins of the power supply were found bent. A thermal damage was found at the p2 plug (completely destroyed). This damage is caused by an electrolysis unleashed by a fluid ingress. Due to the found damages, a functional test could not be performed. The complaint is not confirmed. The cause of this fault has to be assessed as an handling error and therefore we regard this case as not confirmed. Remark: the sample was sent in together with the cc (B)(4) (infusomat space). After finalization of the investigation of the infusomat space, a follow-up report will be provided.

Manufacturer narrative:
This report has been identified as b. Braun (B)(4) internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in (B)(6): possibly been the cause of a small fire. "